Event description:
The customer returned this unit back to stock. During triage, a service tech found that there is a burn mark on the ground pin of the power cord.

Manufacturer narrative:
Submit date: 04/09/2013. An investigation is currently underway. Upon completion, the results will be forwarded.